Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
After completion of the surgery a post-op CT was desired to fuse in order to check the accuracy. A CT was taken and iq viewer was opened to import the images into rosanna. A communication failure occurred while the images were loading into iq viewer. Another attempt was made and the same issue occurred. The robot shutdown a total of twice

Manufacturer narrative:
It has been identified during internal review that the reported manufacturer awareness date and/or event date were not correct. The event date was initially recorded as (B)(6) 2017, however this date should have been (B)(6) 2017 the awareness date was initially recorded as (B)(6) 2017, however this date should have been (B)(6) 2017. This medwatch report has been submitted to provide the correct awareness date and/or event date. This correction does not impact the timeliness of the previous reports or the investigation conclusions.

Manufacturer narrative:
Following the investigation of data log files, the root cause was determined to be the occurrence of a software bug present due to design flaw.